Event description:
It was reported that when the pt was putting her weight on her left knee, she felt a pain in her knee. The lateral and medial insert were disassociated from the tibial baseplate. Pt was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.